Manufacturer narrative:
The investigation into the controller error/loss of opm data has been completed. The impella automated controller was returned for investigation. The data log reports confirmed the reported failure mode given there was a controller error alarms (opm comm crc error ¿ event set # 1045) triggered during the clinical procedure. There were also multiple occurrences of opm data crc errors, two of which did not last long enough to result in a controller error. There were no instances of impella defective alarms on the complaint occurrence date. Real time (rt) logs confirmed that this was a pattern failure mode in which all signals received from the optical bench (placement, snr, contrast, lamp, gain) are interpreted as -16384 values. The returned console was further investigated. The failure mode was not reproduced during normal operation. This is a known pattern failure, which is characterized by a temporary loss of optical data (placement, snr, contrast, lamp, gain) and triggering of a controller error alarm, has a low probability of reoccurrence. If needed, patient hemodynamics and impella position can be monitored with imaging. The cause of the transient loss of optical was not determined due to the inability to reproduce. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) experienced a controller error alarm for three minutes. It was reported the alarm resolved, the console did not alarm again, and the procedure was successfully completed with this aic. There was no patient harm reported.